Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the atrial sensitivity was changed. The lead remains in use.

Manufacturer narrative:
Concomitant medical products: enlw1616c124e stent graft, implanted: (B)(6) 2011; enbf3216c166e stent graft, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing noted on ventricular tachycardia (vt) episodes causing inaccurate episode data collection. It was also noted that the lead was programmed to maximum sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.